Event description:
The pt developed diffuse lamellar keratitis in the left eye after undergoing a lasik procedure. The flap was lifted and irrigated and the pt was treated with topical steroids.

Manufacturer narrative:
A review of the sterility records found this lot met all specifications at the time of release.